Event description:
A surgeon reported that during a postoperative visit approximately eight months following an intraocular lens (iol) implant, a scratch was noted on the lens. The patient was reporting that she was not seeing as well as in the fellow eye. Additional information was received from the surgeon reporting the event continues. The surgeon stated the event is not expected to resolve because the patient is afraid to have more surgery.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. File information provided indicated the use of an approved cartridge/handpiece combination. File information provided indicated the viscoelastic used was not approved for use with the qualified cartridge combinations for this lens model. The product history records could not be reviewed for the associated cartridge because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(4) 2013. (B)(4).